Event description:
Reportedly, the device was explanted after an implant duration of 1.93 months due to endocarditis. Cosgrove ring was implanted to correct mitral regurgitation in 2009. The following month, symptoms of pve were observed. Customer was monitoring the patient. At the end of the same month, emergency mvr operation was conducted and cosgrove ring was explanted, due to mitral regurgitation. Perimount plus was implanted, as a replacement. Device will not be returned for evaluation due to the infection.

Manufacturer narrative:
Device not returned this was determined reportable to FDA per edwards lifesciences procedures. The device history record (DHR) review has also been completed on 09/07/2009, and this device passed all manufacturing and sterilization inspections with no nonconformance. No customer letter is requested.